Event description:
The field service engineer reported a loss of vascular imaging mode functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive was evaluated and reformatted. The cine bridge pcb was also reseated during the service event. The system was tested and found to be working as intended and returned to service.